Manufacturer narrative:
Additional information was added to b2, b5, b6, b7, h6 and h10. B5: upon follow-up, it was reported that the patient experienced abdominal pain and cloudy effluent which were manifestations of peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin and gentamicin (each stat dose on diagnosis, route, frequency and duration were not reported). A day after the event onset, the patient was treated with ciprofloxacin (250 milligram, twice a day, route and duration were not reported) for peritonitis. Two days after the event onset, the patient was discharged from hospital. Nineteen days after the event onset, ciprofloxacin treatment was stopped. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported the patient went to the hospital and returned home that same evening, however it was not clarified if the patient was hospitalized. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.